Event description:
An aneurx stent graft system was implanted into the patient for the endovascular treatment of an abdominal aorta aneurysm. It was reported that six years later an endurant stent graft system was implanted for the secondary treatment of a migrated aneurx stent graft. Vessel morphology at the time of implant is unknown. The physician stated that the patient presented at the ER with abdominal pain. A CT scan was done and according to the physician, the aneurx bifurcated stent graft continued to migrate distally, resulting in a type iii endoleak, separation and rupture of the aneurysm. The endurant cuff was exactly where it should be but the aneurx was in the middle of the aneurysm sac. The physician elected to partially convert the patient by explanting the aneurx bifurcated stent graft and sewed a conventional graft to the endurant aortic cuff and then sewed the distal end to the pieces of the limbs that were still in each of the patient¿s iliac arteries. Since this procedure, the patient's creatinine level has increased significantly from his aorta being clamped during the open operation, and is experiencing renal failure. The physician stated the event was related to the device. No additional clinical sequelae were reported the patient is fine.

Manufacturer narrative:
From the examination of the returned devices and clinical information provided, the cause of the migration and component separation leading to the aaa rupture could not be determined. The device was returned with the limbs transected bilaterally. A 28mm aneurx cuff (unknown implant date) was found overlapping 2 cm above the bifurcate proximal margin. An endurant ii limb was also found implanted into the contra limb; the ipsi limb was transected 5 cm below the level of the gate and the contra limb 2 cm below the gate. The aneurx bifurcate and aortic cuff were found to have multiple strut fractures, and numerous associated abrasion holes <(>&<)> cut sutures. The patient¿s anatomy is unknown and films were not available for return, therefore the in-vivo configuration of the stent graft during the implant duration could not be assessed, and the exact cause of these integrity issues could not be determined. However, it appears that these fractures and tears were fatigue and abrasion related, possibly caused by placement within an angulated anatomy and from the overlapping aortic components. These integrity issues may have contributed to the stent graft migration and separation, however many of these fractures and fabric tears may have also occurred after the stent graft had migrated into the sac. The majority of the fabric tears were also likely covered by the overlapping components. The cause of the migration and component separation could not be determined from the information provided. The 36mm endurant cuff, implanted 20 months prior to the explant and remaining in the patient, was unable to be returned or reviewed on films and thereby limited the extent of the analysis. It is possible that the initial migration of the 28mm aneurx, requiring implant of a 36mm cuff, may have been due to disease progression with aortic neck dilatation. It is also possible that continued disease progression and aneurysm morphology changes may have also contributed to the separation between the cuff and the aneurx stent graft system.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).